Event description:
The complainant reported that the placement signal of an implanted impella 5.5 pump became inaccurate during patient support. Support continued uninterrupted despite the noted inconsistencies with the optical signal. Upon further review by the investigating engineers, it was believed that the automated impella controller (aic) could have contributed to the noted sensor issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: a review of the imc logs reveals the occurrence of frequent suction alarms throughout the case. Additionally, one instance of ¿calculator placement signal 1045¿ is found, and the rt log during this time shows that all optical 5s parameters are reported as a variation of -16384, with an invalid placement signal of 3000. This is a known condition that results from a transient optical bench firmware anomaly. The condition does not persist long enough to generate an alarm. Beginning on (B)(6), frequent ¿impella position unknown¿ alarms begin to occur. A review of the rt logs for this period shows that all optical 5s parameters that are stable. Device analysis: (B)(4) was not returned for this investigation. The cause of the aic issue was a 3rd party hardware/software issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.